Manufacturer narrative:
Pictures of the sample tubes were provided. Smears/particles were observed on the bottom of the tubes. No issues were observed during a review of the customer's calibration data from (B)(6) 2018. Qc results were acceptable. Liquid flow cleaning was last performed on (B)(6) 2018. Instrument performance testing from (B)(6) 2018 was within specification. No general instrument or reagent problems were identified. Based on the data provided, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 3 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. Patient 1 initial hcg + b result from the primary sample tube using a 1:10 dilution was 1.00 miu/ml with a data flag. On (B)(6) 2018 the sample was repeated twice from the primary tube using a 1:10 dilution with results of 20.27 miu/ml and 16.19 miu/ml. On (B)(6) 2018 the sample was repeated neat with a hitachi cup and the result was 19.89 miu/ml. Patient 2 initial hcg + b result from the primary sample tube using a 1:10 dilution was 70.68 miu/ml. On (B)(6) 2018 the sample was repeated from the primary tube using a 1:10 dilution and the result was 254.1 miu/ml. On (B)(6) 2018 the sample was repeated neat with a hitachi cup and the result was 285.2 miu/ml. On (B)(6) 2018 patient 3 initial hcg + b result from the primary sample tube using a 1:10 dilution was 6.92 miu/ml. On (B)(6) 2018 the sample was repeated from the primary tube using a 1:10 dilution and the result was 6217 miu/ml. On (B)(6) 2018 the sample was repeated neat with a hitachi cup and the result was 5834 miu/ml. It is not known if erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 24044401. The expiration date was not provided.

Manufacturer narrative:
An additional patient sample with discrepant hcg + b results was provided: on (B)(6) 2018 the initial hcg + b result from the primary sample tube using a 1:10 dilution was 3801 miu/ml. On (B)(6) 2018 the sample was repeated from the primary tube with a 1:10 dilution and the result was 11070 miu/ml. On (B)(6) 2018 the sample was repeated neat in a hitachi cup and the result was 10000 miu/ml with a data flag. The sample was repeated in a hitachi cup with 1:20 dilution and the result was 12821 miu/ml.